Manufacturer narrative:
Follow-up submitted as further investigation also determined the power cord ground prong was missing.

Event description:
It was reported via repair work order that the power cord outer sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord outer sheathing was damaged and the ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.